Event description:
Incoming information notes ¿low rvtip to rvcoil ventricular lead impedance warning¿ and ¿undersensing on atrial lead¿. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).